Manufacturer narrative:
The srt found that the epgs pod was the cause of the reported issue. The pod was replaced and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) oxygen (o2) analyzer failed calibration. There was no patient involvement.